Manufacturer narrative:
The gpio board was returned to the manufacturer for analysis. Analysis found that neither the left nor the right tracker output illuminated at any simulated frequency input. This is a connection at the micro controller, as it is the only common point in the left and right sensors for this revision. Remaining features were functional. Faulty gpio board was confirmed. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the gpio board for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect board has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed an the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacture for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, when attempting to perform lateral image, a "force quit" error message was displayed and the imaging system needed to be rebooted. After rebooting, the navigation system was unable to track the imaging system trackers. A second reboot resolved the issue and the site was able to perform anterior posterior (ap) and lateral 2d image acquisitions however the images were grainy. The procedure was completed with the use of imaging. There was a delay of approximately 15 minutes. No impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: -. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions. The gpio board for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
A software investigation involving log analysis was initiated to determine probable cause of the reported issue but proved to be inconclusive based on the available information at the time.